Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 scs leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 5205689.

Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00516. Additional information received indicates the lead was explanted and replaced as well as the ipg due to the patient not charging as recommended.